Event description:
It was reported that the patient experienced a change in therapy effect. The patient had multiple falls in (B)(6). Patient saw her healthcare professional (hcp) at that time and hcp advised that the catheter had become dislodged. It was indicated that the hcp extracted meds from "around the pump". The patient was planning to relocate. It was noted that the hcp advised it was ok for the patient to travel. The patient was now in another state and in a "great deal of pain". The patient went to the emergency room in the hospital, but they were unfamiliar with the pump. The patient is looking for a new hcp. The drugs in the pump were morphine, hydromorphone and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8703w, lot# l48817, implanted: (B)(6) 1998, explanted:unknown.